Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during a routine device change it was not possible to screw in the electrode and fix into the device. Another device was implanted. No patient complications have been reported as a result of this event.